Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the aortic stenosis is unknown; however, may be due to the patient¿s factors and/or the mechanisms described above. Multiple attempts were made to obtain medical records and/or the exact cause of explanted valve have been unsuccessful. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through implant patient registry, approximately 10 months post implant of a 29mm sapien 3 valve in the aortic position, the s3 valve was explanted and an edwards surgical valve was implanted. As reported, approximately 6 months post implant an echo revealed normal gradient, trivial regurgitation which is "most likely peri-vavlular", mean gradient 13mmhg, peak velocity 2.4, and aortic valve area (ava) 1.5 cm2. Approximately 22 days prior to explant of the sapien 3 the patient had a cardiac cath, which revealed severe aortic stenosis and abscess contributing to the paravalvular leak (pvl). The patient was admitted for adhf and endocarditis was suspected. The patient was transferred and underwent open heart surgery for valve repair/replacement.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.